Manufacturer narrative:
The ge service rep conducted an onsite investigation. The closed circuit digital camera, the image processor board, and the cables were replaced. The system was tested and operates as intended.

Event description:
The customer reported that the system would lock up and displayed poor image quality. No pt injury was reported.